Event description:
A customer reported experiencing a low blood glucose level, with values reaching the 50s mg/dl. The customer obtained their blood glucose readings using both a cgm and a bg meter. Bg level was addressed by consuming glucose tablets. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.